Manufacturer narrative:
(B)(4) g2- foreign- romania investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the usage of the device, its temperature increased and then it stopped. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: d4, h6(device code(s)). Review of the most recent repair record determined the mixer was malfunctioning due to broken catch which is related to the reported stopping. The mixer was replaced to resolve the reported issue. It was noted that the device has not been regularly returned for annual preventive maintenance, per the IFU. Annual factory calibration checks are strongly recommended to verify continued performance. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.